Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 01/2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the left upper arm av graft, the pta balloon allegedly ruptured at 27 atm. It was further reported that after the balloon was successfully removed from the patient a layer of the balloon allegedly was peeling off. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection found the outer layer to be peeled throughout the length of the balloon. An inspection of the distal cone also noted fiber disturbance. Therefore, the investigation is confirmed for peeled outer layer and fiber disturbance. However, the balloon was able to inflate to the rated burst pressure and deflate without issue. Therefore, the reported rupture was unconfirmed. The definitive root cause for the identified fiber disturbance or peeled outer layer could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 01/2021.

Event description:
It was reported that during an angioplasty procedure in the left upper arm av graft, the pta balloon allegedly ruptured at 27atm. It was further reported that after the balloon was successfully removed from the patient a layer of the balloon allegedly was peeling off. Another balloon was used to complete the procedure. There was no reported patient injury.